Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 2/21/2025: the sales representative provided the part number ar-511-t2r ibalance uka tibial tray cemented size 2 right medial left lateral. The ar-521-tbb9 tibial bearing implant was removed, and a new one was used with the same tibial tray. Nothing broke in the patient, and the case was not delayed; additional anesthesia was not necessary.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-521-tbb9 tibial bearing implant would not lock into the tibial tray the tibial bearing implant was removed, and it was determined that the locking mechanism on the bearing was damaged. This was discovered during a uka procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Upon visual inspection, it was noted that the uka tibial bearing, size 2, 9mm, vit-e was cracked/broken, and the edges were damaged. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or excessive force being used during insertion of the implant. Functional testing was not performed due to the damage to the device.